Manufacturer narrative:
E1: initial reporter city - (B)(6). The device was returned for analysis. Visual and microscopic inspection revealed the telescope and sheath were kinked. Also, the imaging window was twisted. The imaging window at the lap joint section was in good condition.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the left main artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the introduction, the catheter was suspected to be fractured. It was not able to advance and used. The procedure was completed with another of same device. There were no patient complications reported. It was further reported that the 85% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. It was also confirmed that the catheter could not advance due to tip damage. However, device analysis revealed that the imaging window was twisted.

Manufacturer narrative:
E1: initial reporter city - (B)(6).

Event description:
It was reported that catheter issue occurred. The target lesion was located in the left main artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the introduction, the catheter was suspected to be fractured. It was not able to advance and used. The procedure was completed with another of same device. There were no patient complications reported. It was further reported that the 85% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. It was also confirmed that the catheter could not advance due to tip damage.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that catheter issue occurred. The target lesion was located in the left main artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the introduction, the catheter was suspected to be fractured. It was not able to advance and used. The procedure was completed with another of same device. There were no patient complications reported.